Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : a previous device history record (DHR) review on legacy complaint (B)(4) did not reveal any related manufacturing deviations or anomalies.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received a left attune total knee to treat arthritis. The patella was resurfaced and depuy cement x 2 was utilized. There were no indicated intra-operative complications. Patient received a left knee revision to address pain, fall, swelling, instability, scar tissue, osteophytes, and tibial tray loosening at an unknown interface. Previous plate and screws implanted due to prior distal femoral bone fracture were removed by a second incision. The plates and screws removed were from an unknown manufacturer. The surgeon suspected osteomyelitis and sent samples with no results given. The tibial insert, tibial tray, and femoral component were revised. The patella component was retained. The patient was revised with depuy products and cement x 2. There were no indicated intra-operative complications. Doi: (B)(6) 2015. Dor: (B)(6) 2021 left knee.